Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified during manufacturing record review. Conclusion: the returned device was returned cut into multiple pieces by a high speed burr. However, no fault of the device was identified as the breakage of the related screwdriver tip was attributed to the screwdriver.

Event description:
It was reported; dr. Was doing a revision surgery. The constructed was from t10 to the pelvis. After exposing the hardware the s1 screw was broken and the rod on the right was broken. The blocker had also come out of the pelvic screws. The surgeons plan was to revise the hardware with two more pelvic screws and sister rod to the original construct. He placed the fist closed head screw on the left pelvis and then proceeded to put the second screw in right pelvis when the screw driver broke in two places. The screw was 3/4 down in the pelvis and could not be advanced or backed out. After many attempts to get the piece out the screw the surgeon put a 35 mm rod and a set screw in the closed head screw to see if he could remove it this was unsuccessful. He then proceeded to take a metal cutting burr and cut the head off the screw. He cut it then he removed it with a vise grip. He then put in a 9.5 x 90 open screw. He then proceeded to a put in the sister rods with rod to rod connectors. While bending the vitallium rod it broke while using the french bender. He cut another piece and it was place. All the rods and blockers were placed and final tightening began. While trying to final tighten the 9.5 x 90 pelvic screw the blocker would not hold it kept popping (3 attempts) the screw was removed and a 9.5 x 80 was placed and final tightening was completed.

Event description:
It was reported; dr. Was doing a revision surgery. The constructed was from t10 to the pelvis. After exposing the hardware the s1 screw was broken and the rod on the right was broken. The blocker had also come out of the pelvic screws. The surgeons plan was to revise the hardware with two more pelvic screws and sister rod to the original construct. He placed the fist closed head screw on the left pelvis and then proceeded to put the second screw in right pelvis when the screw driver broke in two places. The screw was 3/4 down in the pelvis and could not be advanced or backed out. After many attempts to get the piece out the screw the surgeon put a 35 mm rod and a set screw in the closed head screw to see if he could remove it this was unsuccessful. He then proceeded to take a metal cutting burr and cut the head off the screw. He cut it then he removed it with a vise grip. He then put in a 9.5 x 90 open screw. He then proceeded to a put in the sister rods with rod to rod connectors. While bending the vitallium rod it broke while using the french bender. He cut another piece and it was place. All the rods and blockers were placed and final tightening began. While trying to final tighten the 9.5 x 90 pelvic screw the blocker would not hold it kept popping (3 attempts) the screw was removed and a 9.5 x 80 was placed and final tightening was completed.